Manufacturer narrative:
There is not enough evidence to exclude impella as an associated factor in the patient's demise. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient experienced ectopy during impella 5.5 support. The patient was initially implanted with an impella cp device (serial number (B)(6), however within the first twenty minutes of support a high purge pressure alarm occurred which could not be resolved. The first impella cp pump was replaced with a second impella cp device (serial number (B)(6). After 1 day of support, the medical team decided to escalate the patient to an impella 5.5 (serial number (B)(6). Upon explanation of the second impella cp, it was reported that the patient experienced a vascular injury at the impella cp access site after a perclose device failed. A covered stent was placed to resolve the bleeding. It was reported during impella 5.5 support, on (B)(6) 2025, there was an impella positioning issue which caused the patient to experience ectopy. The medical team was advised to reposition the impella, which resolved the ectopy. It was additionally noted that the patient¿s care was withdrawn, and the patient expired. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella cp, with serial number (B)(6). Pump 3: impella 5.5, with serial number (B)(6). This MDR specifically addresses the impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
B.2 required intervention was inadvertently omitted from the initial report submitted and was added. G.3 the aware date on the initial report submitted was incorrect and should of reported 30-jul-2025. H.6 health effect - clinical code and health effect - impact codes were added as they were not on the previously submitted initial report. Medical safety review: there was ectopy with no documentation of hemodynamic compromise due to the ectopy. The pump was repositioned without event. The patient expired 5 days later. Although given these details, there is not enough to dissociate the impella 5.5 from the demise outcome the impella device was not returned, and the investigation has been completed. The device history review was completed and the pump passed all the post sterile inspection checks. The root cause of the vascular damage was most likely a use issue since the right femoral perclose failed and vascular damage was observed. The root cause of the arrythmia was unable to be determined due to insufficient clinical details.